Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) was in atrial fibrillation with a rapid ventricular response and received approximately ten shocks. The patient also received anti-tachycardia pacing as well following the shocks. There was inquiry if therapy was exhausted. Technical services discussed therapy history sheet with the field representative. The patient's rate did not leave the vt zone so therapy was exhausted for this zone. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.